Event description:
The pt was revised to address pain attributed to loosening of the cup and stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Document temporarily reopened to update with part/lot numbers and reason for revision. Stem was not the subject of the complaint. This product is not sold in us. Depuy considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(4) 2012: corrected date of revision, confirmed that cup loosened, corrected stem details from a corail stem to proxima stem information